Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that after multiple attempts the insulation was found to be bent. The lead was not used and was replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of ¿insulation buckling/bending was observed¿ was not confirmed. As received, a complete lead was returned in one piece with the helix bent and clogged with blood. Visual, x-ray, and electrical analysis was normal with no anomalies found.